Event description:
As reported to the implant patient registry (ipr), 1 year, 2 months, and 2 days post-implant of a 26 mm sapien 3 ultra valve in the aortic position, the 26 mm sapien 3 ultra valve was explanted and a 25mm inspiris resilia valve was implanted. The reason for explant is unknown at this time.

Manufacturer narrative:
The investigation is ongoing.